Event description:
It was reported that the drive support cap is protruded. The blood glucose reading is 250 mg/dl. Customer is treating with insulin pump. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.